Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed. The production record review was performed and revealed no indication of a product quality issue. The corrective and preventive actions (CAPA) review was performed and revealed CAPA issues related to the reported issue and a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. The investigation determined a potential product quality issue based on evaluation of the returned unit, the review of the corrective and preventive actions (CAPA) database and similar complaint review. The leak was observed coming out of the distal end of hub strain relief. It was determined the device leakage from the distal end of the luer was attributed to gaps in the adhesive bond area just below and at the leak areas. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. H6 - medical device problem code 1546 was removed.

Event description:
Subsequent to the initial report being filed, the account has confirmed that the reported rupture was a leak, distal of the 5x80mm armada 35 balloon dilatation catheter (bdc) strain relief.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left external iliac artery with moderate calcification. The 5x80mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the first inflation at 6 atmospheres (atm). Therefore, the bdc was removed from the patient. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.